Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation it was noted that the dilator's tip was bend and could not load wire through. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis with the dilator inserted. Visual inspection confirmed that the dilator tip was damaged. Functional testing of the sheath steering knob was successful. The dilator was able to be fully inserted into the sheath during testing. Microscopic inspection noted a bent dilator tip. Additionally, streaks were noted close to the dilator tip. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation it was noted that the dilator's tip was bend and could not load wire through. The sheath was replaced, and the procedure was completed without patient complications. The device was returned.